Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the motor board, power board and battery.

Event description:
The customer reported to vyaire medical that the power board and motor board of the lap top ventilator 1200 got shorted from battery install. At this time, there is no information regarding patient involvement associated with the reported event.